Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Review of the medical records confirmed patient was experiencing pain 2 years post implantation. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part # 42500007002, femur, lot # 62899835, part # 42532007902, tibia, lot # 62613807. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2018-00206, 0002648920-2018-00830.

Event description:
It was reported that approximately 3 years post implantation, the patient was experiencing swelling and pain. Attempts have been made and no further information has been provided.